Event description:
It was reported that the power module battery connector was broken. A replacement streamline cable would be sent to the customer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the power module backup battery connector being broken was not confirmed. No product was returned for evaluation and no photos were submitted for review. A replacement connector was provided to the site. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heart mate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain the various ways to power the heart mate 3 lvas, including how to use the power module and how to connect the power module backup battery. This section explains the power module user interface and all power module alarms. Heart mate 3 patient handbook section 6 "caring for the equipment" and heart mate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heart mate 3 patient handbook section 10 and heart mate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.